Event description:
Switched from dexcom g6 to dexcom g7, both paired with omnipod 5 insulin pump. Dexcom g7 sensor would not connect to omnipod 5 insulin pump, causing pump to repeatedly enter "limited mode" for 3+ hours at a time. When not in limited mode, my blood glucoses were reading high above 400 mg/dl (I experienced symptoms of hyperglycemia and verified that those readings were correct). Called both dexcom and omnipod for assistance in which I verified that I did indeed have the two devices placed correctly and despite that, the two devices were not communicating and/or receiving data. The dexcom representative tried to tell me that it was an omnipod problem (despite this only starting since changing from the dexcom g6 to the dexcom g7) and therefore transferred me via phone to omnipod customer service. After over an hour on the phone with a representative and then his supervisor, in which I repeatedly confirmed that the two devices were in alignment- in line of sight with 2" of distance between but no more than 6" apart. Supervisor repeatedly tried to blame me saying if they are not perfectly aligned, they will not work, to which I repeatedly explained that they were placed correctly having followed the directions provided by dexcom and insulet on their individual boxes. Two days later, on (B)(6) 2025, I had a hypoglycemia induced seizure causing a fractured nose, concussion, multiple abrasions, cuts, and bruises. My blood glucose was reported to be 38 when tested by paramedics and my sensor was not receiving blood glucose readings. Unconsciousness and subsequent seizure resulted in 911 being called, IV glucose administered and rushed to local emergency room in which I was treated for hypoglycemia, seizure, concussion, fractured nose, multiple cuts and abrasions, a red welt/bump on the back of my head (causing the concussion). I was treated for 4-5 hours in which I received an xray of my face, both left and right sides. I was also treated for low potassium (from the low blood sugar) and pain. Inserted date: (B)(6) 2025.